Event description:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the handpiece got hot and pt received a small burn on cheek. Two patients have been burned in the same way.

Manufacturer narrative:
Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).